Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump emitted multiple loss of prime alarms. The reported stated the pump had not experience any trauma, damage, or temperature change prior to the issue. It was reported that the issue was not being experienced at the time of the complaint; therefore, troubleshooting was not attempted. The reporter was instructed on proper troubleshooting techniques if the issue were to reoccur. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.